Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event was confirmed to have taken place on (B)(6) 2023 during a salpingectomy procedure. Arm 2 was not disabled during procedure. The procedure was converted to laparoscopic surgery since arm 2 would not work. There was no patient injury. It was confirmed that no additional ports were placed and the case was finished through the already existing ports. Isi received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed and replicated the customer reported complaint. Usm was tested on a in-house system in normal mode which triggered no errors. The usm was tested on psc fixture test platform (pftp) and on test 0960 it failed sensors check yaw. While looking into the system logs, the error 23119 was coupled with 1177 and 23008 pointing to the yaw searchlight. As a fix, the yaw searchlight assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical service engineer (tse) and reported that the customer was encountering a repeated recoverable error 23118 that they were unable to recover from. Prior to calling for support, the customer had tried to power off the system and cycle the emergency power off (epo) and patient side cart (psc) breaker with no change. The system powered up with the error 23118 pointing to universal surgical manipulator (usm) 2 axis 1. The system allowed the csr to disable usm 2, but the csr was uncertain if the surgeon required 4 arms for the procedure. The csr disconnected to discuss completing a second hard power cycle with the surgeon. The usm would be disabled if the power cycle did not resolve the issue. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable errors 23118, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the system was on with universal surgical manipulator (usm) 2 disabled. The fse then replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted after the failure analysis has been completed.